Event description:
The nurse was cleaning hemoglide when they discovered a fracture under the bifurcation and it leaked blood.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.